Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented at a follow-up in clinic the right atrial lead was observed to have been previously turned off because it was not functioning properly. The lead was then capped and replaced on (B)(6) 2019. The patient was stable before, during and after the procedure.